Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the battery compartment was corroded/damaged. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged failed battery test and cosmetic damage located at the battery compartment found on february 10, 2022. The device passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No failed battery test was noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Failed battery test was found in the device history files and traces on the event date of 02/10/2022 at 06:10:17.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there was moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case, cracked case ¿ display window corner, missing display window/cover, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, corroded battery tube, broken battery tube threads, and label damage. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.